Event description:
It was observed that during the device evaluation, the colonovideoscope had white contamination in the air/water channels. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation confirmed the findings previously mentioned in section b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "white contamination in the air/water channel" malfunction could not be identified, however the type of material may have been simethicone/anti-gas type product. The event can be prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The customer did not provide the cleaning disinfection and sterilization checklist; therefore, it remains unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.